Event description:
A customer contacted beckman coulter inc., (bci) regarding troponin (accutni) results, within the risk stratification range, generated by the access 2 immunoassay system for three patients. Repeat testing on an alternate method resulted lower within the risk stratification range and normal reference range, which was reported out of the lab. Results generated by the access 2 instrument were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample is serum with a gel barrier that was centrifuged for 10 minutes. Lab policy is to repeat all initial elevated accutni results on the alternate methodology. A system check was performed on (B)(6) 2011 and met specifications. Service was not dispatched for this event. No clear root cause could be determined for this event.